Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with fungal peritonitis manifested by abdominal pain and cloudy effluent. On the same date, the patient was hospitalized and dianeal therapy was ongoing. The patient was treated with an unknown antibiotic therapy. On (B)(6) 2010, the patient was discharged from the hospital and was moved to hemodialysis, therefore dianeal therapy was withdrawn. It was not reported whether the fungal peritonitis resolved. The reporting nurse stated that the fungal peritonitis was unrelated to the dianeal pd4 unknown therapy but was related to "relapse" due to a poor environment.